Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet bionic pancreas, including an episode with blood glucose near 40 mg/dl during which she became nonresponsive; the agent reviewed how the ilet corrective algorithm functions, discussed potential late meal announcements and stacking with the corrective algorithm, and provided education, while noting the user was using a 6 mm steel cannula infusion set. Symptoms included hypoglycemia with transient unresponsiveness. Outcomes included resolution after consumption of oral glucose and fast-acting carbohydrates without medical intervention or hospitalization. Investigation included a customer interview, review of device use and algorithm behavior, and provision of additional training resources. Investigation of this case revealed no device malfunction identified and a potential use-related factor involving timing of meal announcements relative to the corrective algorithm. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.